Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed electrocardiogram on the pacemaker. No changes or intervention were reported. The patient condition was unknown.

Event description:
New information notes that programming changes were made to clear up the excess data. The patient condition was stable.